Manufacturer narrative:
Preliminary results and conclusions of manufacturer's investigation. Based on the initial information available : inappropriate use of the device could explain the reported incident: the needle was sticked entirely in patient mouth which is not recommended. Additional information on the use of the device ( bent needle prior injection, excessive pressure on the needle during injection, inappropriate needle size for the type of dental injection procedure) , a sudden movement of the patient during injection, and/or identification of quality defect of the needle . Initial actions (corrective and/or preventive) implemented by the manufacturer based on information available and pending quality investigation results : no CAPA implemented as it appears as an isolated use error. No similar incident with the same batch. 22 similar incidents of needle broken and 3 similar incident with septoject ( entire range) were identified with similar root cause: inappropriate use of the needle ( bent needle prior use/inapprioate size of needle/ excessive ressure/ entire stick of the needle ..) No defect associated to reported similar events. No increase of frequency was noted during the last years, manufacturer's evaluation concerning possible root causes/causative factors and conclusion no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas were identified during the production of this device batches. For investigation purposes, tests were performed on the needles from same batches returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, the privileged cause for the incident was the practitioner practice: use of multiple cartridges and insertion of the cannula to the hub. Consequently, a formation/resensibilisation of the practitioner to the warnings listed in the IFU and the correct use of the needles were recommended as preventive action. A privileged cause after investigation is: misuse by the practitioner. The recommendations for use and a warning about multiple cartridge and no insertion to the hub are already listed in the IFU. Consequently, no corrective action will be done following this complaint. Conclusion: this is the first complaint for a "cannula breakage" defect for the batches f09646aa (449'600 needles) or for cannulas batches used (u01184: 1'332'000 cannulas). The controls done by our supplier and during assembly step prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no breakage during bending and resistance over 22n. After investigation, the privileged cause is practitioner practice: use of multiple cartridge and insertion of the cannula to the hub.

Event description:
Spontaneous report, from france. Local reference: #fr-septodont-2021006151.references #rec2021-0010. Incident: canula breakage in patient mouth. This initial information was received on 22-feb-2021 and additional information received on 07-apr-2021 from quality department. The dentist performed a local dental anesthesia with the suspect medical device septoject para apical (batch number: f09646ab ; expiration date: unknown)/ dental needle used: green - short). Breakage of cannula in patient's mouth (at the middle of the length) occured at the time of the injection. The needle was entirely sticked until the embase and gums, date of event not provided. As well as details on treated tooth, type of anesthesic procedure and type of dental procedure and state of injection site. Action taken : the dentist removed successfully the piece of cannula from the patient's mouth by aspiration, and then, the dental needle sprung twisted. The patient did not experience any associated adverse event. Quality investigation results showed that no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this device batches. The practitioner did not returned the impacted needle but returned 97 needles from the same boxes. Consequently, tests performed during this investigation were done on the needles returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). No more information was expected. Follow-up #1 received on : additional information provided regarding quality investigation results. Sender's comments: causality assessment on 25-feb-2021 by al, on initial information received on 22-feb-2021: causality reassessed on 09-apr-2021 by qw on additional information received on 07-apr-2021: a. Seriousness: serious: b. Expectedness: foreign body in mouth: unexpected fr. Needle issue (bent & broken): unexpected fr. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needleduring injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection,and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection except injection until the embase which is not recommended precisely to prevent the risk of needles breakage causing serious injury. Therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. No other incident have been registered on the batch. 22 icsrs for septoject with the llt needle broken are registered into the global safety database and 5 icsrs for septoject with the llt needle bent for which no defect was observed during the quality investigations. No increase of frequency was noted during the last years, no CAPA is required. Report of needle canula breakage in patient mouth. Unappropriated use of the device could explain the reported incident: the needle was sticked entirely in patient mouth which is not recommended. Additional information on the use of the device ( bent needle prior injection, excessive pressure on the needle during injection, inappropriate needle size for the type of dental injection procedure) , a sudden movement of the patient during injection, and/oridentification of quality defect of the needle . Based on information available and pending quality investigation results no CAPA implemented as it appears as an isolated use error: no trend on batch/similar incident or root cause. D) dechallenge. E) rechallenge. Concluded causality who: not assessable.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the initial information available : inappropriate use of the device could explain the reported incident: the needle was sticked entierely in patient mouth which is not recommended. Additional information on the use of the device ( bent needle prior injection, excessive pressure on the needle during injection, inappropriate needle size for the type of dental injection procedure), a sudden movement of the patient during injection, and/or identification of quality defect of the needle . Quality investigations results are pending for final analysis and conclusion. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on information available and pending quality investigation results : no CAPA implemented as it appears as an isolated use error no similar incident with the same batch. 22 similar incidents of needle broken and 3 similar incident with septoject ( entire range) were identified. With silmilar roor cause: inappropriate use of the needle ( bent needle prior use/inapprioate siez of needle/ excessive ressure/ entire stick of the needle.) No defect associated to reported similar events. No increase of frequency was noted during the last years.

Event description:
Spontaneous report, from (B)(6). Local reference: # (B)(4) . Quality complaint was opened: references # (B)(4). This initial serious case report was received on 22-feb-2021 directly from quality department by phone-call. Course of events: this case occurred with a patient of age and gender unspecified and an unspecified medical history. On an unknown date, the dentist performed dental anesthesia with the suspect medical device septoject para apical (batch number: f09646ab ; expiration date: unknown). Dental needle used: green - short. No information provided regarding tooth, area, type of dental procedure and state of injection site. On unspecified date, the dentist complained of breakage of cannula on patient's mouth (at the middle of the length) when the dentist tried to inject the dental local anesthesic. The dentist also reported the needle was injected until the embase, at gum site, the dentist removed the fragment of cannula from the patient's mouth by aspiration, and then, the dental needle sprung twisted. No adverse event was reported. Outcome: at the time of this report, the patient's outcome had fully recovered. No more information was available. Causality assessment on 25-feb-2021, on initial information received on 22-feb-2021: seriousness: serious expectedness: foreign body in mouth: unexpected fr, needle issue (bent & broken): unexpected fr. Causality. Latency - compatible. Recognized association - no. Analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, the use of a needle size inappropriate to the type of procedure, a sudden movement of the patient during injection, and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection except injection until the embase which is not recommended precisely to prevent the risk of needles breakage causing serious injury. Therefore, pending quality investigations, the causal relationship between the device and the incident was considered as not assessable. No other incident have been registered on the batch. 22 icsrs for septoject with the llt needle broken are registered into the global safety database and 3 icsrs for septoject with the llt needle bent. No deficiency was observed during the quality investigations. No increase of frequency was noted during the last years, no CAPA is required. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.